Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient¿s health care professional had not seen the patient.

Event description:
It was reported that a patient experienced a shocking or jolting sensation when she when she lay on her back. The reporter stated that the patient tried to turn the device down so she could sleep on her back but the patient programmer wouldn't let her. It was noted that the patient changed the batteries in the patient programmer and also put the antenna over the implant. It was reported that the patient had a fall in (B)(6) 2012 but the patient was experiencing the shocking prior to the fall. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).